Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that there was poor coupling, and poor communication with and without the antenna. Patient stated that they have turned the dial, taken their shirt off and put on the belt tightly but the coupling boxes still fluctuated. During the call, patient was asked to reposition the antenna over the ins and to charge a charging session. Patient then saw power on reset (por) but bypassed it and had all 8 coupling boxes shaded. Patient said the ins was 1/2 full and then after working with the patient programmer to see what type of por message occurred, patient stated it was only 1/4 full. The type of por that occurred was a warning por. Patient was advised to follow up with their healthcare professional to have device interrogated. Patient stated that they were going to meet with a manufacturer representative the day of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative stated that the cause of por was that the patient hadn¿t charged his battery since sometimes in 2015. Rep stated rep didn¿t know of the exact cause of the battery moving in the pocket, although the patient indicated that he fell directly on the battery. It was stated the charging device to reset the battery and allowed for normal charging to take place. As of may 1st, battery was charged, but upon impedance testing, all electrode combinations were >10, 000 at 0.7v. At 3.0v, all combination was >40,000. It was noted the issue of ins moving in the pocket, poor coupling, por and lost of stimulation had not been resolved, the battery was able to activate but stimulation wasn¿t able to obtain on (B)(6). It was noted the patient had a schedule appointment with neurosurgery yesterday, patient spoke with rep and indicated that upon x-ray, the ¿lead was completely pulled out of battery¿. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that there was an alleged overdischarge. The patient's device could not communicate with any external devices. The patient had not used their device since 2015 and was not feeling stimulation. The steps for performing a physician recharger mode (prm) was reviewed with the rep. The issue was not yet resolved. The rep stated they had done at least two prm and the ins was not responding. Patient services reviewed that if he was sending the patient home to continue the prm (which was not recommended) to ensure that the patient would not touch any of the on/off buttons until that por could be cleared. The patient called back later that day for further troubleshooting. A power-on-reset (por) was reported, and therapy stopped due to the por. The patient was charging his implant and was seeing the por message. The por was related to an overdischarge event. The patient said he saw the charge sufficient message, then the recharger (insr) completely shut off on its own. The patient said he started charging again, all eight boxes were shaded, and the ins was 3/4 full. The patient saw the poor communication screen on the programmer with and without the antenna attached. A replacement programmer was sent to the patient. The patient called back the next day stating they received the replacement programmer (pp). The patient was calling back to clear the por. During the call, the patient synced with the pp. The patient was not seeing a por. Instead, the patient described seeing the recharge ins screen. Patient services reviewed what this screen meant. The patient stated he recharged yesterday, and it showed having a fully charged battery. The patient stated they tried to charge yesterday for several hours. The patient called back stating they were getting the informational por on the recharger screen. Patient services assisted him with clearing the informational por. He was getting all the coupling bars, the ins was 1/4 charge, and the recharger was 100% charge. The patient stated he charged the ins to 100% "like 5 times already." Patient services reviewed the different por message, meaning on the pp and recharger, and tried to explain the different ins and recharger fully charged icons. The patient was very impatient, upset, and somewhat confused about the icons. The patient called back a few days later reporting he had poor coupling. The patient stated he received a replacement recharger antenna on (B)(6) 2018. The patient reported his ins moved "quite a bit" in the pocket. The patient stated that he was an "amputee" and did not have any events/traumas/falls related to his ins movement event. The patient stated, "I don't have a left leg. I have rsd symptoms coming and going below the ankle/right foot." The patient stated they did not have a prosthetic leg right now, they were walking around on crutches, and their pain was unbearable. The patient also had psd. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's device wasn't working. No further complications reported.